Manufacturer narrative:
(B)(4).

Event description:
It was reported that the external connection healing abutment did not fit into an external connection implant. Doctor decided to place a healing abutment of a different measure to the same implant. The procedure was completed.

Manufacturer narrative:
One certain ep healing abutment was returned for inspection. A visual inspection revealed wear about the collar and the threads are damaged. The hex head was also significantly worn. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on healing abutment placement as well as recommended torque values. In the case of certain ep healing abutments, it is recommended to torque at 20 ncm. The device was functionally tested and it was confirmed that the healing abutment would not seat onto a mating implant. A root cause could not be determined. (B)(4).

Event description:
No further event information available at the time of this report.